Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus india. Olympus india checked the subject device and found following. There is corrosion inside the lg lens. A rubber has deteriorated. The distal end cap has scratches, dents, cracks, or catches. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the reported phenomenon was attributed to the deteriorated of the adhesive between the distal end cover and the c body due to the improper storage of the subject device by the user.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the white dirt and corrosion got inside the light guide lens of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.